Manufacturer narrative:
Concomitant medical product(s): 620009909 prim.congr.insert 3,4,5/r 9 1474931; 621201240 prim.stem.tibia basepl. 4/r pc 1478786; 621200041 primary femoral 4/r pc 1476849; 620001103 kne-nk2-imp-pat 1484805; 430107050 6.5mm bone screw, 50mm length unknown. Complaint sample was evaluated and the reported event was confirmed. As received all components exhibit signs of being implanted. Poly components exhibit wear. The tibia, patella, and femoral have foreign material in porous coating and scratched. There is too much damage to take any dimensions. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required definitive root causes for ¿osteolysis¿, ¿wear¿, and/or ¿pain¿ cannot be determined from the available limited information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient's counsel that the patient received a knee implant. Subsequently the patient was revised. Patient alleges through counsel that excess plastic wear debris was generated by the implant and funneled down through the screw holes of the baseplate of the implant and into the patient's tibia. Patient's counsel further alleges that the wear debris inside the bone triggered an autoimmune response and in the process of cleaning up the foreign plastic particles, the patient's immune system ate away the bone tissue from the inside out.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, wear, and osteolysis.